Event description:
This (B)(6)-year-old female patient in the (B)(4) had a proximal type I endoleak at the conclusion of the deployment procedure on (B)(6) 2013. The patient was being treated for a 5.6cm aortic aneurysm. The proximal neck had an irregular shape with no plaque/thrombus. The left iliac artery had mild tortuosity, no occlusive disease, and mild calcification. The right iliac artery had moderate tortuosity, no occlusive disease, and mild calcification. The patient received a main-body device, a left iliac leg, a right iliac leg, and a main body extension. There was no difficulty deploying any of the components. No other procedures were performed. A molding balloon was used, but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, or thrombus. A proximal type I endoleak was noted. On (B)(6) 2014 (159 days post-procedure), the 1-6 month clinical assessment was completed. An ultrasound showed no change in the status of the aneurysm (< 5mm change in diameter). The devices were patent with no evidence of thrombus and an unk type of endoleak.

Manufacturer narrative:
Based on the information provided, a patient in the spiral-z registry had a proximal type 1 endoleak at the conclusion of the deployment procedure. The proximal neck was irregular shape with no plaque/thrombus. At 159 days post-procedure, an endoleak of unknown type remained. Additional information was requested, but was not provided by the reporter. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user specifically, design verification testing included water permeability testing, migration resistance testing, and radial force testing. The results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." Additionally, it states "key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm), an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic length), and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." The zenith main body grafts are 100% inspected to confirm correct stents have been used and have been placed correctly on the graft and to confirm that the entire graft has no damage, foreign matter, frays, or holes except for suture entry and exit points. No lot number was provided, therefore, a review of the manufacturing records could not be conducted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. No imaging was returned, and no lot number was provided. It is possible that patient anatomy contributed to this event; however, without additional information, a root cause cannot be determined. The risk was assessed and the risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate personnel have been notified. We will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Event is still under investigation.